Event description:
Additional info received from MFR on 02 march, 1998: the product was received at gynecare and an initial evaluation found the tip of the electrode broken off. Further investigation and discussions with the physicians and co. Rep. Found that this was the second electrode used during the procedure. The first electrode was used as a probing tool and was received at gynecare bent. Gynecare will continue to follow-up with the physician on this case and will report any new info to the FDA. No design changes or modifications related to the event were made to the device at the time of the event. The electrode component of this device is for single use only. The system is designed and expected for 1 hour operation with a duty cycle of 10 seconds on (activation) and 30 seconds off. Please note that the versapoint system is powered by ac power line (no other power source such as batteries).